Manufacturer narrative:
Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor was further de-cased and got damaged during de-casing. An extended investigation was also performed. Visual inspection has been performed on returned sensor and no issue were observed. Attempted to extract data from returned sensor but the sensor did not read, inventory command failed.. The returned sensor was de-cased and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly); damage was observed on the pcba due to de-casing and was cracked right through the pcba. This damage to the tracks and components will render the pcba unable to function as design intent. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section (d4 - serial) was incorrectly updated in the initial report.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor reading and experienced loss of consciousness and was unable to self-treat, requiring healthcare professional (hcp) administration of insulin intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor reading and experienced loss of consciousness and was unable to self-treat, requiring healthcare professional (hcp) administration of insulin intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was populated for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.